Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were confirmed through review of the event history log. The door latches close, but with excessive force being required to close door. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient involvement.